Event description:
The customer reported a leak when using the unicel dxc 600 synchron system. The instrument failed sodium and calcium calibration. Upon troubleshooting, the customer found liquid in the reagent tray below the ise (ion selective electrodes) module. The customer was not able to determine the specific source of the leak or the identity of the fluid. The customer was wearing personal protective equipment of gloves and a lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined that the ise waste valve was not draining waste, resulting in overflow. The fse replaced the waste valve to resolve the issue. Identified failure mode: the failure mode is the ise waste drain valve (p/n 467396). No erroneous results were generated. An ise waste valve failure can impact any or all ise chemistries. (B)(4).